Event description:
An attempt was made to use an endeavor resolute rx drug eluting stent to treat lesion (size: 28-29mm) in the lad that exhibited 80% stenosis, moderate tortuosity and moderate calcification. The lesion was pre-dilated with 2.00mm x 15mm balloon device at 14 atm. The endeavor resolute device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but excessive force was not used. It was reported that the stent couldn't pass the lesion and on inspection after removal was noted to be deformed. The physician believes that the event was procedural related; not device related. Another endeavor resolute rx 3.00mm x 38mm stent was used to complete the procedure. No patient complications or clinical sequelae reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (lesion morphology -80% stenosis, moderate tortuosity, moderate calcification); inherent risk of procedure (stent deformation); no results available since no evaluation was performed (device or procedural images not returned for evaluation). Conclusion: known inherent risk of a procedure. (Stent deformation); device failure related to patient condition (lesion morphology- 80% stenosis, moderate tortuosity, moderate calcification); unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).

Manufacturer narrative:
Results: deformation problem (stent).

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The 7th proximal stent segment had raised and deformed struts.